Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was implanted in the bile duct to treat two large stones during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During procedure, the advanix stent did not deploy. The tech pulled back on pull wire, but it did not release. Tech pulled the pullwire back further and felt a snap. The physician then manipulated the scope, and the stent was able to be deployed. Scope was removed from the patient and was inserted back to visualize the stent. However, it was noted that the stent had migrated into the bile duct. Fluoroscopy had poor imaging during the entire procedure and the physician was unable to use fluoroscopy at the conclusion of the procedure to assess stent location as the fluoroscopy screen was not functioning properly. The procedure was completed, and the patient is coming back in two weeks for repeat stent and stone removal. There were no patient complications reported as a result of this event.